Event description:
Healthcare professional reported that the valve was explanted approximately 10 months post-implant due to an aortic root abscess. No product-related problems were reported, however, the valve was returned for analysis. Add'l info has been requested.